Manufacturer narrative:
Unable to verify manufacture mode due to critical pump error (open book image). No alarms that are generated as result of critical pump error found in insulin pump history including long trace and detail trace. Insulin pump was received with critical pump error (open book image) alarm during testing, problem isolated to electronic assembly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The insulin pump was returned for analysis.